Event description:
It was reported ((B)(6)) the pt's ipg pocket was painful from the beginning. The pt's ipg was initially located in the left buttock. Due to local redness and pain at the ipg site, w/o fever and with normal crp lab values, the pt had the ipg implanted deeper in the left buttock on (B)(6) 2013. The pt's symptoms were not resolved with this pocket revision. The pt stated the pain at ipg site was present when stimulation was turned on. The ipg was explanted and the leads were left in the pt.

Manufacturer narrative:
Results: the complaint was not confirmed. The ipg was returned for "unspecified" reason. As rec'd, the ipg (eon c) successfully communicate with a lab pt programmer. The ipg was tested to mfg specifications using the autotester. The ipg passed all tests on the autotester. No anomalous outputs were observed. No erroneous signals were observed from the non-programmed channels or the can. The returned port-plug was fully inserted and was normally secured in both septums. Lab leads were successfully inserted into the header ports and held by the setscrews as designed. The returned ipg revealed minor scratches on the ipg can and header. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.